Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's display was not working and the screen was black. It is recommended that the system board will need to be replaced to address the issue. Additionally, four rubber feet were missing, and inlet screw bosses were cracked. The inlet air path assembly and removable air path foam were replaced per remediation. Also, the unit was not serviced.